Manufacturer narrative:
Related report: 2124215-2025-75706.

Event description:
It was reported that the fiber broke during the ureteroscopy procedure. Another fiber was opened, but it also broke. The procedure was completed with another device. There were no patient complications. This report is for the first broken fiber.